Event description:
During an essure micro-insert implantation procedure in 2009, a perforation occurred that was related to placement of an essure micro-insert. It was reported that the pt was asymptomatic, and no treatment was provided for the perforation. During a laparoscopic tubal ligation three days later, the physician reported that it was necessary to remove the essure micro-insert that had perforated the fallopian tube in order to prevent further harm to the pt; the micro-insert was found embedded in fatty tissue surrounding the pt's bowel. The physician reported that the pt is doing well following the procedure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.